Event description:
Ous MDR - it was reported that the lead was explanted 28 months after the implantation due to oversensing. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual inspection revealed multiple signs of wear along the lead body. In particular between 53 cm and 57 cm distal to the df4 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the clinically observed artefacts on the right ventricular channel reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.